Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. The medical records provided were limited to the patient's implant op report and implant tracking log only. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patients' attorney: on (B)(6) 2010 the patient was diagnosed with a moderate cystocele and underwent a an anterior repair with implant of a bard/davol flat mesh and a non bard/davol "gmd" sling. Per the operative report details, 'then cut out a piece of mesh (davol flat) roughly about 6 cm across, maybe 2-3 cm in length and placed it into the defect area. We attached it to the lateral sutures we had already placed and then tacked it down to what we felt as the vaginal cuff as well as superficially on the bladder wall to prevent it from overlapping the midureteral sling (non bard/davol)." Attorney alleges unspecified adverse patient outcomes associated with use of device.